Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) integrated electrosurgical unit (iesu) was analyzed and found to have error messages. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the intermittent m-02 errors and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. .

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer reported that the bovie activation triggered an interruption error message. The customer stated that they could not get the bovie to work at the start of the procedure. The customer stated they plugged in all the cords and then rebooted the erbe generator and now it was working. The customer stated they had an activation interrupted by an error message with a m-02 error. The technical support engineer (tse) confirmed the m-02 error in the logs. The procedure was completed as planned with no reported injury.